Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a false positive result for one female patient sample tested with the architect stat troponin-I assay. An initial result of 0.651 ug/l was followed by results of 0.000 and 0.000 ug/l. The customer uses a cut-off value of 0.013 ug/l for female patients. There is no impact to patient management reported.

Manufacturer narrative:
A study was performed to evaluate assay performance. An internal troponin-I panel was tested with in-house stored architect stat troponin-I reagent lot 06017un13 (all of the materials utilized in testing were stored and maintained at our facility). The troponin-I panel is targeted to a known concentration. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the current customer issue. The complaint text indicated that it is unknown if the samples were handled according to the package insert. Additionally, repeat of the samples or redraws generated negative or lower results. With the information from the customer site and with the results of the current evaluation, it is demonstrated that the architect stat troponin-I assay, lot 06017un13, is performing as expected. A product malfunction was not identified.